Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete. Please reference literature at the following location: http://www.researchgate.net/publication/42110135_seven_to_twelve_year_results_with_versys_et_cementless_stem._a_retrospective_study_of_225_cases

Event description:
It is reported that one patient underwent a revision due to dislocation.

Manufacturer narrative:
No device or photos were received; therefore, the condition of the device is unknown. The part and lot number of the product is unknown; therefore the device history records, complaint history could not be reviewed. The reported device is used for treatment. It could not be confirmed if the device was used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. As reported in the journal article, the patient was revised to a larger stem to improve the offset. A likely contributing factor for the reported issue is stem offset. With the information provided a specific cause could not be determined.